Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The revision reamer hudson adapter and the adapter on the handle appeared to be stripped. As a result, the reamers would not rotate and a stem trial disengaged.

Manufacturer narrative:
The device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against the reported product code found additional reports of stripping. Previous reported event investigations identified device wear from normal use and servicing as the root cause. The investigation could not draw any conclusions about the current reported event without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.